Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the device. No unexpected numbers ramping during testing. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling on their own. He stated he changed the battery but the buttons remained unresponsive. He explained that the insulin pump was exposed to moisture prior to the keypad issue since he had to walk under the rain. Blood glucose value at the time of the incident is unknown. He also mentioned that when he woke up his blood glucose was high. Customer's blood glucose at the time of the call was 162 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.